Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral ruptures. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the identified photos: crease flat and device patch with lot number 2854106. Apparently, the device is not rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Additionally healthcare professional reported "distorted with folding present." Device has been explanted.